Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had frozen display. The customer¿s blood glucose was 126 mg/dl. The customer stated that they cant get the pump to do anything, on the left side it has a circle with a black dot on the screen and I press all the buttons and nothing is changing. The customer was assisted with troubleshoot. Pump screen is not completely blank. Pump did not alarm following new battery insertion. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan per healthcare professional's instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. No frozen screen, blank display, missing segment/ partial display or time/clock anomaly noted. Unit was received with normal operating currents and passed self-test, a21 error test and displacement test. No unexpected off no power, low battery, batt out limit and failed batt test alarms during testing.